Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc leaked the patient was admitted to the hospital with a 7-day history of abdominal aortic aneurysm, and when the nurse was giving infusion therapy for treatment on (B)(6) 2024, she noticed a leak at the handle of the indwelling needle. It was immediately replaced and used. No harm was done to the patient.

Manufacturer narrative:
DHR/bhr review (lot #3353511): the products of this batch were assembled at intima ii auto line 2 in jan 2024, and packaged at r240 package line in jan 2024. Work order quantity was (B)(4) ea. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Review the production records with no nonconformance, deviation or rework activities. No defective sample and photo have been received for the complaint. The retained sample of this batch is taken for 45psi leakage test, the test result is within the product specifications, no leakage is found on the sample. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined. The plant will continue to track and monitor such defect.

Event description:
No additional information is available.